Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.